Event description:
During initial assessment, an increased intraperitoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 2. The drain volume was 2594 milliliters (ml). The programmed fill volume was 1500ml. This drain meets iipv criteria. Product surveillance followed up with the nurse on (B)(6) 2010 and provided the results of evaluation to the nurse and the probable cause identified. The nurse will check the homepatient's (hp)'s prescription and follow up with the hp's program. The nurse reported that the patient is doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted (B)(6) 2010, during the same surgery, the patient was re-implanted with another device.(B)(4)

Manufacturer narrative:
.

Event description:
Per the audiologist's report, in april 2006 the patient reported a "leveling off of benefit" and a slight reduction in performance with her cochlear implant system. The result of an integrity test done in 2006, were consistent with normal receiver/stimulator function with anomalous responses on two electrodes. Deactivating these electrodes in the sound processor program was recommended. The patient reported further deterioration of performance in 2008. The results of an integrity test done in the same month, were consistent with anomalous responses on five electrodes. The results of the integrity test were discussed with the healthcare providers and the patient three months later. At that time, it was determined that the device was not providing benefit and explanation/reimplantation surgery was recommended. No surgery had been scheduled as of the date of this report, july 11, 2008.